Event description:
It was reported that during implant prodecure, the device set screw broke off onto the hex wrench. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a set screw anomaly was confirmed in the laboratory. The anomaly was found to have been caused by silicone, septum material, found inside the set screw hex cavity. The septum material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty with tightening and loosening of the set screw.